Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The cause of the code 204 was the damaged connector. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that the patient using electrode belt sn (B)(4) was receiving service code 204 (belt/monitor unusable).